Event description:
The customer reported to the sales rep that a dall miles cable snapped at about mid point on the cable. Additional information provided on (B)(6) 2013 indicated that it was an operation for a periprosthetic fracture which was fixed with a long femoral plate, screw and cables. Cables used around the proximal femur x4. When tightening one cable it snapped. He was tightening to the bottom mark on the tightener.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding intra-operative crack/fracture involving a dall miles cable was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar). A stereomicroscope was used to aid in the examination of the cable at magnifications up to 50x. Each strand showed the correct lay with the center strand having a right hand lay and the 6 outer strands having a left hand lay. Examination of each strand indicated that the center strand broke during use. The report concluded: the center strand broke in an overload condition. The base metal was found to be a fe-cr-ni-mn-mo alloy consistent with astm (B)(4). No material or manufacturing defects were observed on the surfaces examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the cable broke in an overload condition and there was no evidence that the event was material or manufacturing related. It is noted in the surgical protocol "do not exceed 150lb of tension."

Event description:
The customer reported to the sales rep that a dall miles cable snapped at about mid point on the cable. Additional information provided on (B)(6) 2013 indicated that it was an operation for a periprosthetic fracture which was fixed with a long femoral plate, screw and cables. Cables used around the proximal femur x4. When tightening one cable it snapped. He was tightening to the bottom mark on the tightener.